Manufacturer narrative:
The insulin pump was received with high currents due to shorted traces on the radio frequency board. The insulin pump was received with a cracked case at the display window corner and the reservoir tube lip as well as a minor scratched display window.

Event description:
It was reported that the customer had used eight batteries within two weeks. The customer stated that batteries would not last in his insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer explained that the batteries were lasting less than a day. Advised that a replacement battery cap would be sent. Advised customer to call back if the issue continued. Advised to revert to a back-up plan per healthcare provider's instructions if needed. The customer called back after receiving the replacement battery cap and stated that the issue persisted. Advised customer that the insulin pump needed to be replaced. Advised a replacement insulin pump would be sent. Nothing further reported.